Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). A review of device logs had revealed that an increased intra-peritoneal volume (iipv). Internal & external visual inspections revealed no problems. A service history review (shr) revealed that no issues that may have contributed to the iipv. The cause of the iipv was determined to be insufficient drain due to false empty detect at initial drain and at previous therapy last drain. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During log review notification, a baxter technician found an increased intraperitoneal volume (iipv) situation which occurred on (B)(6) 2010 during cycle 1, ultrafiltration volume of 1554ml. Product surveillance spoke with the home patients peritoneal dialysis nurse to relay the iipv found during evaluation of the home choice device.